Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13024. It was reported that the patient presented in clinic upon developing an infection. Endocarditis was noted. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.